Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarming blank screen. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. The pump was powered on, cassette attached to test pump and was visually inspected. Upon power up of pump, an error 1140/1230 occurred. No evidence of complaint was noted in the device history log; data could have been corrupted due to the error code issue. Fluid ingression, corrosion of multiple ic components were noted. Based on the evidence, the complaint was confirmed. However, it is unknown as to what caused the complaint.